Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone 10mg/ml for a total dose of 4.526mg/day, bupivacaine 4.3mg/ml for a total dose of 1.9460mg/day, and fentanyl 441.5mcg/ml for a total dose of 199.80mcg/day via an implantable pump for spinal pain. It was reported that the patient was in for a bi-phase hardware removal surgery and during the surgery on (B)(6) 2017 surgical observation determined the hcp cut the catheter. The hcp tied it off in surgery. The catheter was explanted/replaced on (B)(6) 2017 and was disposed of according to biohazard instructions. The event resolved without sequelae on (B)(6) 2017. The device diagnosis was a catheter cut/break. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The specific portion of the catheter involved was the intrathecal/spinal portion. No symptoms were reported. The event date was (B)(6) 2017. No further complications were reported/anticipated.